Event description:
As reported to coloplast though not verified, patient was implanted with restorelle y mesh. Later the patient experienced dysuria, pain, and frequency with odor. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.